Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd885293 and gd883512 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of pneumonia and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On an unreported date, the patient experienced pneumonia and peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. The cause of peritonitis was unknown. The outcome for the pneumonia was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.